Manufacturer narrative:
Device is not being returned for evaluation. Reinforced surgical technique to customer.

Event description:
Sales representative reported that a patient was presented with a milky fluid around the implant and returned for debridement and drainage. There was no infection present and the fixation was "excellent". Original surgery was performed in 2007. The surgeon will watch the patient for another week. It was confirmed that the issue occurred on the tibial side and that the screw was initially countersunk 3mm. The graft was a "soft tissue, anterior tib". The patient was not given any antibiotics as there was no infection present. Surgeon continues to monitor patient. There are no plans to remove the screw. The doctor's nurse said the patient seems to be getting better. Further e-mail on 4-9-07 states the patient is doing fine, drainage stopped.